Event description:
It was reported that the patient presented in the emergency room with a heart block. Upon interrogation, it was noted that the right ventricular (rv) lead was exhibiting failure to capture. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.